Manufacturer narrative:
Pt is kept under observation per reporter. Event eval: still under investigation.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt was not suitable for endovascular repair due to the pt anatomical form and condition. (The pt's anatomical form) -just above of the renal artery was crooked (35 degree) -heavy crooked at the right eia - has stenosis and calcification from the right common femoral artery until eia. ...stenosis ID 4.8mm. The physician performed the procedure as labeled. Then the physician did angiography and he recognized proximal type I endoleak. So the physician placed a main body extension and the endoleak was resolved. The physician performed again the angiography and he recognized the type IV endoleak from the main body. (Act 243) so the physician decided the pt keep under observation.